Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed of). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a stroke. A farawave 2.0 was selected for use. This patient came to the ep lab for a paroxysmal atrial fibrillation ablation plus ep study. A tee was done as soon as the patient underwent general anesthesia and left atrial appendage clot was ruled out. Transseptal access was achieved with the versacross connect for faradrive and no issues were reported. The atrial fibrillation ablation was performed with no issues. For the entire time that we were in the left atrium, the act was greater than 350. The patient was given IV heparin boluses as well as kept on a heparin drip for the entirety of the procedure. We ablated the four pulmonary veins and did 34 lesions with the farawave catheter. The case was mapped with the carto mapping system. As soon as the left atrial ablation was complete, an ep study was performed with no abnormal findings. The patient was discharged within a few hours after the procedure. Later, the patient had to go to the emergency room that night for a stroke. Symptoms had resolved and the patient was stable, but he was admitted to the hospital. It was further reported that the tsp performed during this procedure was done without any issues. The physician does not consider the tsp as a contributing factor to this adverse event. The patient was doing well and all function had returned to normal.

Event description:
It was reported that a patient experienced a stroke. A farawave 2.0 was selected for use. This patient came to the ep lab for a paroxysmal atrial fibrillation ablation plus ep study. A tee was done as soon as the patient underwent general anesthesia and left atrial appendage clot was ruled out. Transseptal access was achieved with the versacross connect for faradrive and no issues were reported. The atrial fibrillation ablation was performed with no issues. For the entire time that we were in the left atrium, the act was greater than 350. The patient was given IV heparin boluses as well as kept on a heparin drip for the entirety of the procedure. We ablated the four pulmonary veins and did 34 lesions with the farawave catheter. The case was mapped with the carto mapping system. As soon as the left atrial ablation was complete, an ep study was performed with no abnormal findings. The patient was discharged within a few hours after the procedure. Later, the patient had to go to the emergency room that night for a stroke. Symptoms had resolved and the patient was stable, but he was admitted to the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.